Event description:
When fitted, some loose pieces fell off the stapler. The device fragment fell into the pts cavity. Some plastic came off the stapler, but was found right away and removed unanticipated tissue loss. No extended hospital stay.

Manufacturer narrative:
(B)(4).